Manufacturer narrative:
(B)(4).   Device evaluated by MFR: a synergy mr, ous, 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts appeared to be misaligned. The undamaged stent outer diameter (od) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 29-aug-2017. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery (rca). After a guide wire crossed the lesion, intravascular ultrasound (ivus) was performed. A 2.5-20mm non-bsc balloon catheter was advanced to dilate the lesion. A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.0-24mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.